Event description:
A customer reported experiencing a past high blood glucose event, although the specific blood glucose value was not available since it displayed as "high." Cause was not known. To resolve the issue, the customer changed the infusion set and cartridge, then administered a bolus using the pump. The control iq feature was active during the event, and it was confirmed that the customer does not frequently experience high blood glucose levels. Technical support recommended that the customer consult with their healthcare provider to discuss potential factors affecting their blood glucose levels.